Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. [FDA mw5088370.pdf].

Event description:
Terumo medical received an FDA medwatch report # mw5088370. The event description states: "after her pda, duct occluder device was deployed, angio-seal 6 fr. Seal vip vascular, (MFR terumo medical group ref: 610130, lot# 06093778) was deployed, but hemostasis was not obtained. The footplate inside the vessel dislodged and remained inside patient's right foot. Pulse present". Additional information was received on 08/13/2019. A 6fr sheath was used. Deployment failed when footplate dislodged and remained in the patient's right foot. Manual compression was used to achieve hemostasis, and pedal pulses were present. There was no surgical intervention was necessary, as the physician noted the bio-absorbable component was not causing a disruption of patient pulses. There was no patient harm, the patient was in stable condition and was discharged with no treatment required.